Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was wearing the pump during an x-ray procedure. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 144 (mg/dl). The customer used a backup pump to address their bg level. It was indicated that the customer would continue to use the backup pump until the replacement pump arrives.